Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (41 mg/dl). Customer stated they believe low bg's are due to their body "acting up". Customer drank apple juice and soda to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional.

Manufacturer narrative:
Pump logs did not record any low bg levels on (B)(6) 2016. The user made bolus requests without entering in their current bg level and still having insulin on board (iob). Cartridge change sequence was completed at 12:59 pm on (B)(6) 2016. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board (iob) could cause bg levels to drop. If the user did not disconnect during the "fill tubing" process, insulin would be delivered, and could cause bg levels to drop. Pump log do not indicate that the insulin pump caused or contributed to low bg levels. There is no evidence that the insulin pump experienced a malfunction or failure.